Event description:
A leaking transfer set was observed by a dialysis patient. It is unknown which process step this condition was observed during. The patient had been diagnosed with peritonitis (addressed in a separate report) nine days prior to observing the leak. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection was performed and no issues were noted related to the reported problem. A leak test, clamp function test, and clear passage test were all performed with no noted issues. The sample evaluation did not verify the issue. Should additional relevant information become available, a supplemental report will be submitted.